Manufacturer narrative:
The unit was received and is pending investigation.

Event description:
Covidien received a report from a biomedical engineer that during maintenance of a n-395 unit, it was found to have no audio. The speaker wire had come loose from the speaker, and the unit has damage.